Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The reported complaint could not be reproduced during evaluation and the device operated per specifications. The pneumatic block was replaced as a precautionary measure. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed¿s risk associated with use of the device remains acceptable. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device occasionally delivered excess pressure. There was no patient harm or a serious injury reported as a result of this incident.